Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that on (B)(6) 2021 the patient fell and then on (B)(6) 2021 they woke up with a sharp shocking on their lower right side. The patient believed something happened to their stimulator on their right side which per registration was 37702. The patient used their my stim controller to connect to the ins on their right side and decreased stim to 0.0 and turned the ins off, however that did not resolve the issue.  The patient was redirected to their healthcare provider to further address the issue.